Manufacturer narrative:
The customer was able to troubleshoot the leak with the help from customer technical service (cts) over the phone. The customer found a leak coming from defective red striped I-tubing through pinch valve pv42. The cts assisted the customer with the replacement of the tubing at pv42, which resolved the leak. The instrument ran without leaks or errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 50ml from a coulter lh 500 hematology analyzer during instrument startup. The leak was not contained within the instrument. There were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and goggles at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event.